Event description:
The consumer alleges the chair has loose wires and something is shocking him when he is riding in the chair. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. The device is not being returned. The consumer has been referred to two dealers for an assessment of his chair. The consumer stated that the routine maintenance has not been completed in the last 8 months. The consumer stated that he also is having issues with arms and casters/drive wheels. The consumer purchased the chair in 2006 and admitted that he does not maintain it. The consumer was advised to go back to his doctor to see if he qualifies for a new chair as well prior to calling the dealer. The consumer stated that his on board charger stopped working. The local dealer that repairs his chair provided him an off board charger. Consumer has a charger that is off chair now but it could not be confirmed if it is an invacare charger or not. The consumer stated that he allegedly gets shocked when he is charging his chair and it is intermittent (does not happen every time). He stated that he did not receive medical attention. The device is approximately 5 years old. The model m51 serial number unknown was issued user manual part number 1125085 rev. E (jul 05). It is unknown if the consumer has fully read and understands the user manual. On page 2: "wheelchair users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment. Otherwise, injury or damage may result." The maintenance has not been performed for the last 8 months. The user manual states there are: initial maintenance checks, weekly maintenance checks, monthly maintenance checks and as required maintenance. The manufacturer of the charger is unknown. On page 9 the following warning is provided: "warning - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products."